Event description:
The customer reported that the pencil continued to activate when the switch was released. No harm occurred to the patient. The pencil was removed from use.

Manufacturer narrative:
(B)(4). The incident sample was not received for evaluation. Review of the device history records did not identify any pertinent entries. No trend has been identified.